Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign, event occurred in united kingdom. E1: telephone (B)(6). The device wilt be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an unknown time the handle is not ratcheting and mesher is not grabbing board. It is unknown if there was patient impact. Due diligence is complete.